Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The clip was still attached to the drive wire in the deployed position, therefore the clip was closed and could not be reopened. The device was visually evaluated under magnification and no anomalies were found. The handle was manipulated to fully deploy the device, while also applying a light force to the tip, however the clip would not deploy. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct plus endoscopic clipping device. The clip was planed onto the tissue and would not detach from the drive-wire. The physician had to pull it off and use another clip to complete the procedure.a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.